Manufacturer narrative:
The hospital has provided four different lot number but not indicated, which one was involved in the incident. These are 20103-0773, 20621-0774, 10714-0773, 10621-0779. The retained samples of these lots have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples of each lot number. All samples were found to perform within limits. No faults could be detected. We have neither received more detailed info about the nature of the burn or the procedure and can there not derive any clues from there. We also do no know, if the injury had to be treated. As no further information has been provided to us despite repeated requests, it remains unclear whether the defibrillation electrode set or other influences have been responsible for the incident. We will continue to ask for further information. We will relay any information and further conclusions in a follow-up report.

Event description:
On (B)(6), we have been informed by (B)(6) about a skin burn using a defibrillation electrode set at (B)(6) hospital. The defibrillation electrode set (skintact df20nc) was connected with an unk defibrillator. No further information on the pt, the procedure, the defibrillator model, the skin preparation, the injury and the treatment have been disclosed so far.